Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1 had failed and remote smart service showed a hardware failure message indicating ¿hardwareactivity ¿ explicitly failing storage space. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1 had failed. A field service engineer (fse) found that screen was black. Fse performed a hard power reboot, then ran a final hardware test application (hta), ejected all pockets, opened lids, and verified the position sensors. The fse removed all debris from the drawer and confirmed proper operation through the application. The system functioned as intended after the field service engineer repaired the device.